Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an affinity pixie oxygenator, it was reported that the device had a poor oxygenation of the membrane. The operation of the device was confirmed, as was the extracorporeal circulation pump with the gas mixer. The perfusionist ruled out that the failure was from there. The system was not replaced as the procedure was carried out with the mentioned adjustments looking for balance. The same device was used since the presentation was during the cardiopulmonary bypass. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer decreased the oxygen pressure in the arterial blood (pao2) detected on the online monitoring. The first intention was to increase the oxygen supply to 100% and to check the oxygen connections to the oxygenator and the machine pressure gauges. They were confirmed to be sufficient. It was observed that there was no increase/modification with these actions. Biomedical engineering support was requested and the oxygen supply device was changed even though there was no significant response. There were slight changes but not significant for the current oxygen supply. The blood flows were modified. There was no response. There was no damage observed in the device or in the tubing ports. There was no structural damage was observed in the system or membrane reservoir connections adapters.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d1: updated the brand name correction d4: model and catalog number updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.